Manufacturer narrative:
No button error alarm during testing. However unit had intermittent bolus express button response due to moisture damage keypad traces. Unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She was unable to clear the alarm. Customer's blood glucose level was 114 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.